Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded as the pose technique is a hybrid treatment combining conventional suturing with endoluminal stenting, it durability remains uncertain. [(B)(4)].

Event description:
Article: coscas, r. E. (2016). Primary open stenting to simplify distal anastomosis on heavily calcified artery: the pose technique. Annals of vascular surgery, 336-339. Purpose: to present an alternative technique consisting of primary open stenting followed by an endarterectomy, or primary open stenting followed by localized endarterectomy (pose) technique, to secure a distal anastomosis on an hca. Per the article adverse events included dissection and occlusion.